Event description:
It was reported that the shaft of the ablator felt warm, then, the tip of the device burned the patient. The burn was noticed at the portal site of the shaft. No further patient info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.